Event description:
New information notes the patient came in for a scheduled follow up. The physician cancelled a possible intervention on the lead as the patient had many other health concerns and was to continue monitoring the lead.

Event description:
New information received notes the patient presented in clinic for additional testing. Programming changes were made from the right ventricular coil to can with successful conversion of ventricular fibrillation to sinus rhythm while the supraventricular coil was permanently programmed off. The patient was stable before, during, and after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. A high voltage impedance alert greater than the upper limit was noted. The high voltage impedance alert was programmed off while remote monitoring alert via merlin.net remained on. The physician opted for further defibrillation threshold testing (dft) but this was not scheduled. The patient is being monitored remotely pending further testing. The patient was stable.